Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that discrepant (B)(6) results were generated on a pregnant patient. On (B)(6) 2007, testing was repeatedly (B)(6) and confirmed (B)(6) using the axsym hbsag confirmatory assay. On (B)(6) 2007, initial testing was (B)(6) and repeat testing was nonreactive (B)(6). No confirmatory testing was performed. On (B)(6) 2007, testing was repeatedly (B)(6) and confirmed (B)(6) using the axsym hbsag confirmatory assay. Additional (B)(6) testing on (B)(6) 2007 was confirmed (B)(6). The sample from (B)(6) 2007 was sent out for (B)(6) testing (method not specified) which was (B)(6).